Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- degenerative disc disease involved in the olif (oblique lateral interbody fusion) procedure. It was reported that intra-operatively, the threaded insert was very thin, and the threaded portion of the item stripped upon use. There was no negative outcome with the patient or surgeon. There was no piece of the item left in the patient. There were no patient symptoms or complications reported as a result of this event. Patient alive with injury. On 2021-nov-08, received additional information that mdt products did not cause injury in the patient.